Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a hypoglycemic event that occurred on (B)(6) 2016. Patient left her endocrinologist's office, after they adjusted her insulin dose, and on the way home she had a low. Patient was being driven home by the paratransit. Paratransit pulled over and the driver called fire rescue. Fire rescue gave the patient glucose and she was fine. Patient refused hospital request. Patient was not wearing the dexcom receiver as she had misplaced/lost it. At the time of contact, patient was in good condition. No additional event or patient information was reported.